Event description:
The customer stated she was hospitalized for unk low blood glucose levels. Prior to the hospitalization, the customer stated the insulin pump was not priming correctly, and the insulin was squirting out. The customer stated she connected to the insulin pump, then went to bed and woke up with low blood glucose levels. Troubleshooting revealed that the insulin pump was programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.